Event description:
It was reported the pt was unsatisfied with the location of the ipg. It was reported the pt was receiving effective stimulation, but wanted the ipg to be repositioned away from her ribs, since it touches the rib when she sits down. The pt was to meet with the physician regarding the next step.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.